Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that stent damage occurred. The target lesion was located in the proximal left anterior descending artery (lad). The lesion was pre-dilated with a 2.50 x 15mm emerge balloon and after intravascular ultrasound to study the exact size of the vessel, the vessel was further dilated with a 3.50 x 15mm nc emerge balloon. The 5.00 x 24mm synergy megatron stent was advanced but could not be delivered to the lesion. A guidezilla guide extension catheter was used to assist but the stent still could not be delivered and a slight defect was noticed on the stent strut. The lesion was further prepared and a 5.00 x 28mm synergy megatron stent was delivered but the stent balloon could not be inflated. The stent was removed and a 4.00 x 28 synergy stent was implanted in the proximal lad and post-dilated with nc emerge balloons. The mid lad was then treated using a 3.50 x 30mm agent drug coated balloon. There were no patient complications and the patient was stable following the procedure.

Manufacturer narrative:
A2 age at time of event: 18 years or older. The synergy megatron mr ous 5.00 x 24mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent od (outer diameter) was measured within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found a shaft polymer extrusion at the wire exchange port. No other issues were identified during analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the proximal left anterior descending artery (lad). The lesion was pre-dilated with a 2.50 x 15mm emerge balloon and after intravascular ultrasound to study the exact size of the vessel, the vessel was further dilated with a 3.50 x 15mm nc emerge balloon. The 5.00 x 24mm synergy megatron stent was advanced but could not be delivered to the lesion. A guidezilla guide extension catheter was used to assist but the stent still could not be delivered and a slight defect was noticed on the stent strut. The lesion was further prepared and a 5.00 x 28mm synergy megatron stent was delivered but the stent balloon could not be inflated. The stent was removed and a 4.00 x 28 synergy stent was implanted in the proximal lad and post-dilated with nc emerge balloons. The mid lad was then treated using a 3.50 x 30mm agent drug coated balloon. There were no patient complications and the patient was stable following the procedure.